Event description:
It was reported that during a lapraoscopy cholecystectomy procedure, the clip applier fired scissored clips, the clips would not come out, and the clips would not form correctly. This occurred on the first 4 firings. The device was used under normal conditons and was not fired over clips or a catheter. There were no broken pieces. The case was completed with an allport and there were no pt consequences.